Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2013 at 6pm. The patient reported blood glucose results of '139 mg/dl' with the subject meter and '36 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. Prior to testing, the patient claims she felt symptoms of shaking and sweating. The patient reportedly went to the emergency room (ER) and was administered intravenous (IV) dextrose (and magnesium) as treatment. The patient was also put on a diabetic diet. Later that same evening, the patient obtained blood glucose results of '139 mg/dl' with 2 other meters. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was uses for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient allegedly obtained a blood glucose result suggestive of a serious injury from another meter and received medical intervention from a health care professional (hcp) after the reported issue began.